Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this mitral annuloplasty band, the band was "implanted and explanted" during the same procedure. The reason for replacement is unknown. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicates that the physician stated that the device was sutured into place before being removed. The physician stated that there was no malfunction of the device, but the reason for the replacement is unknown.

Manufacturer narrative:
Conclusion: investigation results indicated that the failed repair may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, the physician stated that there was no malfunction of the device, but the reason for the replacement is unknown. Overall there is no indication of product quality issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.